Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source customer blood glucose (bg) was 263 mg/dl. In addition, it was reported that the pump indicated a data log corruption, the customer's bg level was 357 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.